Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2009, (B)(6) 2011, (B)(6) 2013, (B)(6) 2016 and (B)(6) 2017. It was reported that the patient experienced severe and chronic pain/discomfort, inflammation, fibrosis, seroma, adhesions and adhesions to small intestine. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 8/19/2022. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2009. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.